Event description:
Ous MDR - it was reported that since implant and until the follow-up on (B)(6) 2014 all measurements were normal and stable. At a follow-up in clinic on (B)(6) 2014 the measurements were: rv pacing threshold 1.6/0.4 [v/ms]; rv pacing impedance 419 [ohm] at bipolar configuration. At a routine follow-up in clinic on (B)(6) 2014 the measurements revealed: loss of capture; rv pacing threshold 4.5/0.4 [v/ms]; rv pacing impedance < 155 [ohm] at both unipolar and bipolar configurations. The patient was hospitalized at the same day and on the following day underwent a successful rv lead revision and pacemaker replacement.

Manufacturer narrative:
The lead and the pacemaker were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned device data. The returned device data have been analyzed thoroughly. The analysis of the follow-up data documented stable and normal lead impedances until the follow-up on (B)(6) 2013. Since then the data documents intermittent low lead impedances up to 154 ohms potentially contributing to the clinical observation. An appropriate warning message was documented on the follow-up data. However, neither the pacemaker nor the lead were returned for an analysis. Therefore, the exact root cause for the clinical observation was not determinable. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.